Event description:
Procedure type: urological/gynecological. Reportedly, the pt underwent surgery for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).